Manufacturer narrative:
Updated: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the deployment starting point was at the bottom of the pigtail catheter. Per the physician, the valve caused or contributed to the vascular injury due to the valve dislodging. Per the physician, the delivery catheter system (dcs) did not cause or contribute to the injury. It was noted that a non-medtronic (safari) guidewire was used during the procedure.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-29, serial/lot #: (B)(6), ubd: 08-nov-2025, UDI#: (B)(4). Other medical products in use during the event include: product ID l-evolutfx-2329; product lot/serial number (B)(6); product type: compression loading system (cls) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient was in relatively good condition, however the patient¿s allergy to mackerel sushi and their 70° horizontal aorta made the impression that valve placement would be somewhat tricky. It took some time to place the left ventricular wire. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 20mm inoue balloon. During the bav, the balloon was not anchored. Inflation was performed four times for the purpose of firmly applying bav. Anchoring was confirmed in the fourth attempt. The access was comparatively smooth and progressed to the delivery catheter system (dcs) annulus cross without any delay. There was a high degree of horizontal anatomy, so the valve was deployed slowly to node 3. After node 3, the system was expanded to the point of no return (ponr) at a pace rate of 140bpm, but at that time, the valve dislodged into the aorta. The valve was recaptured and during the second placement attempt, the contrast agent was unnaturally visible. The contrast agent appeared to be retained on the ncc side. Dissection was suspected. Transesophageal echocardiogram (tee) was introduced, and the patient was under local anesthesia so transthoracic echocardiogram was performed during the procedure. Dissection around the aorta was confirmed. As such, it was determined that evolut placement would be too difficult, so the procedure was converted to surgery. After aortic valve replacement (avr), ascending aorta replacement was performed. No additional adverse patient effects were reported.